Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure restenosis occurred. An occlusion was identified in the right external iliac artery. The intraluminal diameter was 2.0mm and the lesion length was 25mm. A wallstent rp 8.0mm/38mm was implanted. Clinical and radiological assessment identified the procedure as technically successful. At hospital discharge there was improvement in luminal diameter to less than or equal to 30% residual stenosis. There was hemodynamic and clinical success. The patient had a one-month follow up assessment and there was no evidence of improvement in the luminal diameter. There was clinical success. There was no hemodynamic success.

Manufacturer narrative:
Date of event - (B)(6) 2007. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.